Event description:
Medwatch report explained that 1 mm kerrison tip broke off in wound during diskectomy surgery. Device failed but no pt harm as no evidence of tip in the wound intraop or post op. Add'l info explained that a c-arm was brought in, but did not delay the surgery for more than 30 minutes. Customer also reported that the device is not available to send in for the investigation. It is the hospital policy to retain the device.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.